Event description:
It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft (svg) extending to the right coronary artery (rca). After a non-bsc guide catheter was placed, a choice¿ pt guidewire was advanced to cross the lesion. A 4.00x32mm promus premier¿ drug eluting stent was advanced and deployed into the distal vein without complications. Subsequently, another 4.00x32mm promus premier¿ stent was advanced but the stent was caught into the ostium of the previously placed stent in the svg. The second promus premier¿ stent was removed and the physician noted that the stent was shortened and was lifted off the stent delivery balloon. Following predilation of the ostium of the previously implanted stent, the procedure was completed with a 4.00x38mm promus premier¿ stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).